Event description:
The display screen went blank, ventilator then had safety valve open. Alarm sounded properly. The patient was ambu-bagged and placed on another ventilator, without adverse outcome. The graphic user interface (gui)was replaced by manufacturer with a gui central processing board and a gui tough frame board. The unit passed all calibration and the extended self test, short self test and all performance teststhe graphic user interface(gui screen) was replaced (by manufacturer)with a gui central processing board and a gui tough frame board. Unit passed all calibration and the extended self test, short self test and all performance tests.